Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured august 03, 2020 to august 04, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused during patient infusion. It was further reported that the administration was longer than the expected forty-eight (>48) hours. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.